Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: power reset events were observed in the black box on (B)(4) 2014. The battery compartment was observed to be cracked from the thread area to the case seal and below the grip pad. There was evidence of moisture contamination found inside the battery compartment and on the underside of the battery cap. The pump intermittently powered on with the returned battery cap and a test battery cap due to the moisture contamination and the battery compartment cracks. Further testing was prohibited due to the confirmed intermittent power condition. The pump case was removed for further investigation and evidence of additional moisture contamination was found inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the battery compartment was cracked and denied damage to the battery cap. Reportedly, the battery cap had never been changed; the user guide recommends changing the battery cap every six months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.